Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was not displayed due to a faulty cable leading to communication failure. However, the cause of the faulty cable could not be identified. In addition, though e221 was not confirmed during evaluation, e221 indicates an image error, and occurs due to a faulty camera head. Since the cable was defective, it is likely the camera had malfunctioned and e221 error temporarily occurred. The reported phenomena might be prevented by following these descriptions. ¿¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a no image issue was observed. In addition, cable wrinkle was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k autoclavable camera head display an e220 error during procedure and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, no image was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.